Manufacturer narrative:
(B)(4).

Event description:
It was reported the junction between the arrow raulerson syringe (ars) and introducer needle loosened easily. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and three relevant findings were identified. Three non-conformances were all identified for the issue of "syringe/needle connection not secure in use". Without the sample returned, it cannot be confirmed in the failure mode matches the non-conformances identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the junction between the arrow raulerson syringe (ars) and introducer needle loosened easily. No patient harm reported. The device was replaced. The patient's condition is reported as fine.